Event description:
Company representative sent a repair request reported with an issue of "defects of bending rubber" . No harm was reported. No patient harm, no user injury reported . Device evaluation found peeling of the adhesive of the device objective lens . This report is being submitted due to the finding of peeling of the adhesive of the device objective lens (deterioration, breakage of the adhesive (chemical stress / physical stress) identified during device return evaluation .

Manufacturer narrative:
Address- full name of the establishment is (B)(6) hospital. Communication/follow up with the customer regarding the reported issue provided no information. However, according to the report, there was no issue on the combination product used with the subject device. The combination (device type/model) used was not provided. No further information provided regarding the reported issue. The subject device was received and evaluated . Device evaluation found the adhesive on a-rubber (adhesive connection) has a chip. The bending tube (insertion section) found damaged. Due to a pinhole on a-rubber (bending section), water tightness is lost (air leak observed ). The reported issue of "defects of bending rubber" was confirmed. Furthermore, device evaluation found peeling of the adhesive of the device objective lens. This condition was attributed due to deterioration, breakage of the adhesive due to chemical stress / physical stress. Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wire found to be longer than normal. Due to wear on forceps elevator (fe) lever(sp), the angle knob torque of fe/f lever at engage exceeds the standard value. Venting connector of the light guide (lg) connector found deformed. Indication on light guide connector found not on specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of peeling of the adhesive on the objective lens was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.